Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a hardware failure. Dexcom technical support advised patient's mother to restart device on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing could not be performed because the device was received in a condition making evaluation not possible due to contamination found blocking vibrator load during interior inspection. Therefor the reported of hardware error could not be confirmed.